Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: preliminary analysis revealed no output when programmed to ddd bipolar configuration, and anomalous output conditions. Further testing revealed the no output condition was the result of lifted bond wires.

Event description:
It was reported the patient had syncopal attacks and was admitted to ICU. After interrogation of the device, capture failure was found, and ra & rv lead impedances 503 ohms & 47,913 ohms respectively. The leads were checked and found to be functioning well (normal threshold and impedance). So the device was reconnected to the leads, but the device was not pacing. The device was replaced. No further patient complications have been reported as a result of this event.